Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their sensor wire was missing. The sensor insertion was at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.